Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the use of the ultraflux av 600s dialyzer and the event of a dialyzer reaction, characterized by shivering. It is well documented that patients on any modality of hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event can be attributed to this patient¿s intrinsic physiological response to dialyzer use with no indication of a fresenius product or device deficiency or malfunction. Additionally, in the ultraflux dialyzer instructions for use, it cautions users of the known risk of hypersensitivity during acute dialysis treatment. Therefore, the ultraflux av 600s can be excluded as a root cause of this adverse event. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) utilizing the ultraflux av 600s dialyzer experienced ¿a fear of cold¿ and slight shivering during a crrt treatment. These symptoms began approximately three hours and forty minutes into the patient¿s treatment. The treatment was immediately discontinued, and a physician gave the patient an intramuscular injection of diphenhydramine at 20 mg and intravenous dexamethasone at 10 mg in response to the patient¿s reaction. It is within reason to believe the patient experienced a dialyzer reaction, evidenced by the physician¿s response with antihistamine and corticosteroid medications. The patient recovered as their symptoms subsided. No further information was provided. Multiple attempts were made to acquire further event details; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: the reported complaint could not be confirmed. The complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. In the past, extraction of retention samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction may have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. A batch record investigation was conducted, and all released products were found to be conforming to specifications. No indication for any relationship with the reported failure mode was found during the review. Based on the information available, the cause for the reported failure could not be traced to the device.

Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) utilizing the ultraflux av 600s dialyzer experienced ¿a fear of cold¿ and slight shivering during a crrt treatment. These symptoms began approximately three hours and forty minutes into the patient¿s treatment. The treatment was immediately discontinued, and a physician gave the patient an intramuscular injection of diphenhydramine at 20 mg and intravenous dexamethasone at 10 mg in response to the patient¿s reaction. It is within reason to believe the patient experienced a dialyzer reaction, evidenced by the physician¿s response with antihistamine and corticosteroid medications. The patient recovered as their symptoms subsided. No further information was provided. Multiple attempts were made to acquire further event details; however, no additional information was obtained.